Event description:
Reportedly, during a retrospective review of f/u data, oversensing (with 125 ms coupling intervals) was noticed, which could have led to pacing inhibitions. This was observed in recorded episodes dated (B)(6) 2011 (date of implant). An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.